Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on the air sensor was broken off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delays, no blood loss, or no adverse consequences to the patient.